Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-00047 and 2210968-2024-00048 citation: contents lists available at sciencedirect. Https://doi.org/10.1016/j.surg.2022.07.052

Event description:
Title: starting a minimally invasive inguinal lymphadenectomy program: initial learning experience and outcomes. The aim of the study to assess the effectivity in creating less wound complication using minimally invasive inguinal lympadenectomy compared with standard open approach . In this retrospective case series of 26 consecutive patients undergoing videoscopic minimally invasive inguinal lymphadenectomy (milnd) from august 2017 to march 2022 were included. The incision site was closed using a 3-0 vicryl deep dermal stiches and simple running stiches using 4-0 vicryl then dressed in skin glue. Reported complication: skin necrosis (n-1) surgical site infection (n-6) wound dehiscence (n-1) seroma (n-3) melanoma (9) conclusion: minimally invasive inguinal lymphadenectomy is a safe approach to inguinal lymph node dissection, in terms of node retrieval and postoperative complications, and can feasibly be adopted into practice with minimal learning curve.